Manufacturer narrative:
Correction: the initial result was not accompanied by a delta check warning but with a manual flag set by the customer to auto-rerun samples if they subsided a specific value. The questionable result was not reported outside the laboratory. The instrument was performing within specifications after the service actions. The service actions (performing full preventive maintenance on the instrument, changing the probe, rinsing the tubing, checking the probe adjustments, replacing the vacuum diaphragms, the filter, the tip nozzle, the syringe seals, and the heat-cut filter, and performing a photometer check and cell blank measurement) resolved the issue. No further issues were reported afterward. The root cause was consistent with a hardware issue.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine assay on a cobas c503 analytical unit. Initial result: 30 mol/l. This result was accompanied by a delta check warning but it is unclear if the result was reported outside the laboratory or not. This information was requested but was not provided. Repeat result: 90 mol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The alarm trace showed multiple sample aspiration alarms. During troubleshooting, the customer experienced sample short alarms on samples that weren't short or clotted. They also found a metal washer inside the incubation bath when replacing the reaction cells and the lamp. The field service engineer (fse) performed full preventive maintenance on the instrument. He changed the probe and rinsed the tubing. He checked the probe adjustments and replaced the vacuum diaphragms, the filter, the tip nozzle, the syringe seals, and the heat-cut filter. The fse checked the gear pump, the mixer, the cell blank, and the detergent and they were all within specifications. He then performed a photometer check and cell blank measurement and they were successful. The customer ran calibration, qc, and patient samples and they were acceptable. A general reagent issue can be excluded as no further issues were reported and a correct rerun was performed with the same reagent. The investigation is ongoing.